Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed an end of life (eol) indicator with charge time of 35 seconds. It was reported that patient only had 3 inductions. There is a concern that the battery has prematurely depleted.